Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product. Complaint is confirmed because it is reported that during trouble shooting of an alarm situation check heater line, patient switched out the heater bag only and reused the other bags and cassette, which is a use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) regarding a check heater line alarm. The care giver (cg) stated she contacted the peritoneal dialysis registered nurse (pd rn) and she suggested that the cg change out the heater bag. Gts advised the cg that when she had to change anything on the setup she should discard all supplies and start over with new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During follow up, the home patient's (hp) nurse said that they do sometimes switch out the bag. It was explained to the nurse that baxter does not recommend switching out only part of the setup and that all new supplies should be used. The nurse said that the hp was resuming therapy without complications. No patient injury or medical intervention was reported.